Event description:
It was reported the pt experienced central nervous pain in the left hypothalamus. The lead was placed under the arachnoid mater in the brain. The therapy effect subsided after three mos. Programming occurred in early 2008. Additional info has been requested, but was not available as of the date of this report.